Event description:
It was reported that this right atrial (ra) lead exhibited pacing impedance high out of range. The lead was explanted and replaced; during extraction the lead helix became bent no adverse patient effects were reported.